Event description:
It was reported that the insulin pump experienced a critical error. The caller stated that the screen was blocked on the same screen, and the insulin pump was making siren sounds. The user was unable to enter into the menu. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with critical pump errors due to moisture damage on all electronic assemblies. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, moisture damage on motor assembly and corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.